Event description:
It was reported to philips that the equipment has a damaged power source. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the power source was damaged. There was reportedly no patient involvement. The device was sent to the lab for evaluation, however, the defective part was not delivered with the equipment. Without the defective part, it was not possible to carry out tests on the equipment. No repair was performed. The device remains at the customer's site. No further action is warranted at this time.